Event description:
It was reported that the patient's daughter came over the day prior to the report and changed her to a different program. This was when the patient felt a shocking, which started at her vagina lips and to her rectum, and an unbelievable pulsation near her implant. The patient stated that it took a while for her daughter to switch back to program 4. The patient believed the program they switched to was set to ¿8 or 9.¿ the patient noted that she still had pain in the area where she felt the shock, so she was taking ibuprofen and using ice. The patient was on program 4 at 1.7 volts at the time of the report. After the patient¿s daughter switched back to program 4 she attempted to just increase the setting, but due to pain from overstimulation the patient could not increase the setting. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0a8kr, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).